Event description:
Found the sheet saturated ¿ under the connection piece between ng and syringe feed tubing ¿ with what looked to be her feed. Checked the connection and when inspecting the tubing saw milk dripping from the tubing before the connection piece to the ng. Obtained new tubing and ran the rest of the feed through it, and no dripping was found.